Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A peritoneal dialysis (pd) patient contact reported the cycler prompted with an m83 pump a vs. B volume error alarm that occurred during fill 1 of 4 of treatment. A fluid leak was discovered while in fill 1 of 5 of treatment and after removing the cassette it is when the patient found fluid leaking from the cassette on tx complete - step 9 remove cassette of treatment. Fluid was discovered in the pump module area and on the external of the cassette. Fluid leaked from a tear in the back of the cassette. The film on the back of the cassette was not loose. The contact was advised to keep the tubing set. The patient knew how to perform manuals and was advised to contact the peritoneal dialysis registered nurse (pdrn) regarding the incomplete treatment. Upon follow up, the pdrn confirmed the reported event. The patient stated the fluid leak occurred during tx complete - step 9 remove cassette of treatment after treatment was cancelled and as the cassette door was opened. The pdrn confirmed there were no symptoms, adverse events, or injuries requiring medical intervention required as a result of the reported event. The pdrn stated the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated they completed treatment using manuals on the night of the reported event. Per pdrn the patient continued use of the cycler the following treatment without further issue. The pdrn confirmed the cycler set (cassette) used was available to be returned for investigation.

Event description:
A peritoneal dialysis (pd) patient contact reported the cycler prompted with an m83 pump a vs. B volume error alarm that occurred during fill 1 of 4 of treatment. A fluid leak was discovered while in fill 1 of 5 of treatment and after removing the cassette it is when the patient found fluid leaking from the cassette on tx complete - step 9 remove cassette of treatment. Fluid was discovered in the pump module area and on the external of the cassette. Fluid leaked from a tear in the back of the cassette. The film on the back of the cassette was not loose. The contact was advised to keep the tubing set. The patient knew how to perform manuals and was advised to contact the peritoneal dialysis registered nurse (pdrn) regarding the incomplete treatment. Upon follow up, the pdrn confirmed the reported event. The patient stated the fluid leak occurred during tx complete - step 9 remove cassette of treatment after treatment was cancelled and as the cassette door was opened. The pdrn confirmed there were no symptoms, adverse events, or injuries requiring medical intervention required as a result of the reported event. The pdrn stated the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated they completed treatment using manuals on the night of the reported event. Per pdrn the patient continued use of the cycler the following treatment without further issue. The pdrn confirmed the cycler set (cassette) used was available to be returned for investigation.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.